Event description:
Event description guidant received information that this transvenous defibrillation became microdislodged. The physician elected to reposition the lead. During the procedure, however, insulation bunching was observed near the proximal shocking coil. The decision was made to remove this lead, and a similar lead was implanted without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.